Manufacturer narrative:
The meter/test strips associated with this complaint has been returned to lifescan; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.

Event description:
On (B)(6) 2016, lay user/ patient contacted lifescan (lfs) and alleged their one touch select simple had an apply sample issue. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that the issue occurred on (B)(6) 2016, when the patient was unable to get a meter reading after supposedly applying a blood sample to the test strips. The patient stated she manages her diabetes with insulin (self-adjuster). The patient confirmed that she did not make any changes to her usual diabetes management regimen in response to the alleged product issue. The patient claims she developed symptoms of ¿dizzy, headache and shaky¿ 4 days after the product issue, on (B)(6) 2016 at 1 am; however the patient denied receiving medical treatment. At the time of trouble shooting, the cca confirmed this was not the first time the product was being used, and walked through a retest with the patient and the issue was resolved, the patient was incorrectly applying the blood sample to the test strip, by placing the sample on top the test strip. This complaint is being reported because the patient allegedly developed symptoms suggestive of a serious injury after the alleged issue began.